Event description:
The customer reported being hospitalized due to low blood glucose of 33mg/dl. The customer was experiencing low glucose for the past two days. The customer stated her glucose level continued dropping even though she was eating food. The customer's most recent glucose reading was 67mg/dl, and she has treated with food. The customer declined to troubleshoot the insulin pump as she does not feel comfortable. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.